Event description:
It was reported that a user experienced a prolonged low glucose reading on a dexcom g7 followed by a high reading after treating the perceived low and temporarily shutting down the ilet pump; the event involved a reported cgm inaccuracy and a pause in insulin delivery, with no device alerts or alarms noted. Symptoms included hypoglycemia with a lowest cgm value of 39 and subsequent hyperglycemia with a peak cgm value of 216. Outcomes included a delay to appropriate therapy. Investigation included communication with the user and analysis of user-provided data. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem, and the device component could not be specified due to limited details. The pump data review indicated insulin delivery was suspended in response to low cgm values and resumed thereafter, consistent with intended functionality. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.